Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, the surgeon fully fired the device however it was difficult to remove the device from the tissue smoothly. They removed the device by force. No tissue damage. There was no patient injury.